Event description:
At the start of ecc procedure, the patient's blood clotted when it entered the lilliput venous reservoir. The system was primed with plasmalite, heparin, and albumin. When the packed cells were added to the reservoir, some of the blood was held up in the filter. When the patient's blood was introduced into the reservoir, clots appeared. The procedure was stopped and the complete set was replaced. There were no consequences to the patient.

Manufacturer narrative:
Sorin group (B)(4) manufactures the lilliput oxygenator. This incident occurred in (B)(6). Sorin group USA is filing this report on behalf of sorin group (B)(4). At the start of ecc procedure, the patient's blood clotted when it entered the lilliput venous reservoir. The system was primed with plasmalite, heparin, and albumin. When the packed cells were added to the reservoir, some of the blood was held up in the filter. When the patient's blood was introduced into the reservoir, clots appeared. The procedure was stopped and the complete set was replaced. There were no consequences to the patient. Sorin group (B)(4) has received the device for evaluation. A follow-up report will filed when the evaluation is complete.